Manufacturer narrative:
Per bec service request history record, on (B)(4) 2011, this customer had contacted bec due to the following error message: 'device failed during timing pitch and vacuum under limit error. System error messages were resolved during routine troubleshooting steps with customer technical support contact. Sample collection or centrifugation data was not supplied. The customer did not indicate an increase in occurrence or instrument malfunction. Per customer, the unit is currently performing within qc specifications. Service was not dispatched for this event as the customer declined. The customer stated occurrences of false negatives are no longer encountered as the system issue error was resolved. The root cause for this event is likely attributed to system vacuum pump issues.

Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false negative accutni patient results. The customer indicated they have a repeat procedure in place which includes repeat testing for accutni sample results above the laboratory risk cut off value prior to reporting results outside the laboratory and the non-reproducible false negative accutni results were not reported outside the laboratory due to this repeat protocol in place. The customer was asked to provide specific data to include patient's demographics, sample data report and collection time; however the customer declined to provide this information. The customer confirmed that no occurrences of non-reproducible false positive accutni results have been observed.